Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that he obtained blood glucose readings of 1.3 mmol/l and 6.9 mmol/l with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 3jheg12b using blood sample, which gave a satisfactory performance.